Event description:
A surgeon reported seeing vacuoles in an intraocular lens (iol) following iol implant surgery. The patient does not have any visual complaints. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.